Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported patient has a rupture on one side, possibly both but definitely the one side. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported patient has a rupture on one side, possibly both but definitely the one side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on radius side assessed as fold flaw opening, a cracked valve seat diaphragm valve was observed, and a delamination partial of valve assessed as an adhesive failure. Additional observations: creases were observed. Wear abrasion observed. White particles inner the surface of the shell. No further actions are required as the device was implanted.